Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(6). Date of event: best estimate is (B)(6) 2011. According to the information received, a box included 12 french catheters but the box was labeled as 10 french.